Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported tidal volume. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 25sept2019. Date of report: 27sept2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse reported that there was a problem with the filter. No parts were replaced. The fse reported that the ventilator successfully passed performance specification testing after service. Since no parts were replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.